Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead dislodged, and pulled back into the atrium. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.